Event description:
Health professional reported removal of a lap-band system due to a "disconnected tubing." Event was first noticed when pt complained of "right sided pain" with "no relationship to eating." Diagnostic testing performed showed "tubing + port leak + adhesions." Surgeon suggested to "attempt a port revision," but pt requested the system be removed.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Pain and adhesions are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."